Manufacturer narrative:
A2: the patient was reported to be 64 years old. D6a: unknown date in 2021. D10: alteon ha collared stem, size: 6. Alteon cup, cluster-hole, 52mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 36mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient received an initial right tha. Subsequently, the patient reported discomfort one year after initial implantation. As a result, the patient was offered physical therapy and no further assessments have been made. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.